Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) due to fluid loss from the balloon. The doctor found a hole in the balloon and replaced it with a new one. The patient is doing well after procedure. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.